Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that: "during surgery while opening implants, the above femoral component's inner blister seal was broken and the implant was loose from the plastic packaging. The outer box and the plastic wrap were in good shape. Also, the outer most blister seal was intact, but the innermost blister seal was broken and implant was loose from plastic."